Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset, and insulin delivery was resumed successfully. The customer experienced an elevated blood glucose (bg) level due to the reported issue. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Information was not provided on how the customer addressed the bg.